Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('expulsion of essure device'), device dislocation ('malposition of essure device location of device: unable to locate parts of it/ migration of essure device location of device: both fallopian tubes ruptured and unable to locate parts of it/ found in the omentum'), pregnancy with contraceptive device ('pregnancy (termination)') and multiple episodes of fallopian tube perforation ('migration of essure device location of device: both fallopian tubes ruptured and unable to locate parts of it', 'perforation (fallopian tube(s))/ essure coils eroded through the right fallopian') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, infection, endometritis postpartum, malaise, general body pain, pelvic discomfort, major depression, multi gravida and parity 2 ((14-nov-2011, (B)(6) 2014)). Current weight 155 lbs. Concurrent conditions included lower abdominal pain, voiding difficulty, constipation, anxiety disorder, mood altered, abdominal pain, right lower quadrant pain, nauseated, diarrhea, suicidal ideation, agoraphobia, decreased interest, appetite fluctuation, loss of energy, feelings of worthlessness, indecisiveness, decreased activity, palpitations, sweating, shaking, fear, hot flashes, concentration loss, muscle tension, worry, panic reaction, amenorrhea, corpus luteum cyst, vomiting, dehydration, social phobia, cervicalgia, breast reduction and immunization. Concomitant products included lamotrigine. In 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In december 2014, the patient experienced panic attack ("psychological or psychiatric problems condition: panic attacks"). In august 2015, the patient experienced pelvic pain ("pain/ pelvic pain"), vulvovaginal pain ("pain/ vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In november 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the first episode of fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mental disorder ("describe the complications you experienced: termination, other (please describe) mental health"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, the last episode of fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vulvovaginal pain, mood swings, panic attack, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and mental disorder had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, mental disorder, migraine, mood swings, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, vulvovaginal pain, weight increased, the first episode of fallopian tube perforation and the second episode of fallopian tube perforation to be related to essure. The reporter commented: 3 trailing coils on the left and 4 on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - in 2015: total bilateral occlusion fallopian tubes appear occluded with essure device is in place.. Pathology test - on (B)(6) 2015: a. Fallopian tubes, bilateral, salpingectomy: complete cross sections with lumen, no histopathologic abnormalities b. Bilateral essure coils, removal: consistent with essure coils. Pregnancy test urine - on an unknown date: positive. Ultrasound scan vagina - on (B)(6) 2015: normal early intrauterine pregnancy. Left corpus luteum cyst noted.. X-ray of pelvis and hip - on (B)(6) 2014: impression: linear radiopaque structures overlying the rightward and central pelvis suggestive of essure coils. Correlate clinically. Cannot ensure adequate placement on x-ray of abdomen.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, panic attacks, fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('expulsion of essure device'), fallopian tube perforation ('perforation (fallopian tube(s))/ essure coils eroded through the right fallopian'), tubal rupture ('migration of essure device location of device: both fallopian tubes ruptured and unable to locate parts of it'), device dislocation ('malposition of essure device location of device: unable to locate parts of it/ migration of essure device location of device: both fallopian tubes ruptured and unable to locate parts of it/ found in the omentum') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, infection, endometritis postpartum, malaise, pain, pelvic discomfort, major depression, multi gravida and parity 2 (((B)(6) 2011, (B)(6) 2014)). Current weight (B)(6) lbs. Concurrent conditions included lower abdominal pain, voiding difficulty, constipation, anxiety disorder, mood altered, abdominal pain, right lower quadrant pain, nauseated, diarrhea, suicidal ideation, agoraphobia, decreased interest, appetite fluctuation, loss of energy, feelings of worthlessness, indecisiveness, decreased activity, palpitations, sweating, shaking, fear, hot flashes, concentration loss, muscle tension, worry, panic reaction, amenorrhea, corpus luteum cyst, vomiting, dehydration, social phobia, cervicalgia, breast reduction and immunization. Concomitant products included lamotrigine. In 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced panic attack ("psychological or psychiatric problems condition: panic attacks"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/ pelvic pain"), vulvovaginal pain ("pain/ vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mental disorder ("describe the complications you experienced: termination, other (please describe) mental health"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, tubal rupture, device dislocation, pregnancy with contraceptive device, pelvic pain, vulvovaginal pain, mood swings, panic attack, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and mental disorder had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, mental disorder, migraine, mood swings, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, tubal rupture, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 3 trailing coils on the left and 4 on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - in 2015: total bilateral occlusion. Fallopian tubes appear occluded with essure device is in place.. Pathology test - on (B)(6) 2015: a. Fallopian tubes, bilateral, salpingectomy: complete cross sections with lumen, no histopathologic abnormalities b. Bilateral essure coils, removal: consistent with essure coils. Pregnancy test urine - on an unknown date: positive. Ultrasound scan vagina - on (B)(6) 2015: normal early intrauterine pregnancy. Left corpus luteum cyst noted.. X-ray of pelvis and hip - on (B)(6) 2014: impression: linear radiopaque structures overlying the rightward and central pelvis suggestive of essure coils. Correlate clinically. Cannot ensure adequate placement on x-ray of abdomen. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, panic attacks, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Injury nos was replaced with new events- mood swings, pregnancy (termination), device ineffective, panic attacks, malposition of essure device location of device: unable to locate parts of it, migraines / headaches, migration of essure device-location of device: both fallopian tubes ruptured and unable to locate parts of it, nausea, device breakage, dysmenorrhea, dyspareunia, expulsion of essure device, fallopian tube perforation, fatigue, weight gain, mental health, pelvic pain, vaginal pain were added. Reporters information, patients dob, demographics, date of removal, events onset date, lab data, medical history, concomitant condition and drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.